Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s family member that the patient¿s implantable cardioverter defibrillator (ICD) was inactivated ¿because one of the lead wires came out of it.¿ the ICD and right ventricular (rv) lead remain inactive. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up obtained from the clinic that the patient¿s ICD and rv were inactivated due to a rv lead fracture. Prior to being inactivated, therapy was suspended by use of a magnet. The rv lead exhibited noise which caused the inappropriate shocks. The ICD and rv lead remain inactive because of improvement of patient¿s underlying condition. It was reported that the patient experienced psychological trauma from the inappropriate therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.